Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, a nurse reported that the patient had a small granuloma at the peg site with redness. On the (B)(6) 2017, the patient went to the emergency department with stoma site infection and granuloma but was not admitted. On (B)(6) 2017 it was reported that the patient's tubing was caught on a door handle and pulled at the stoma. The patient saw his general practitioner and was referred to accident and emergency department for evaluation. At the emergency department, the patient was admitted to the hospital with an infected stoma, stoma site granuloma with redness, ooze, pain, and hard area was palpable under skin of four to five diameters. A swab was taken for culture and sensitivity, results pending and the patient had commenced on antibiotic flucloxacillin 500mg po qds. On an unknown date, the patient was discharged from the hospital and it was reported that the stoma site had improved.